Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the text on insulin pump's screen was harder to saw, insulin pump alarmed no delivery and battery life was diminished. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.